Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that an ultraflex esophageal stent was used during a duodenal stenting procedure performed in 2008. According to the complainant, a pt presented with an duodenal ulcer; however, alternative modalities were unsuccessful and the pt was too weak at this stage to undergo surgery. The physician decided to place an ultraflex covered esophageal stent in an attempt to cover the ulcer. However, the stent system was too short and placement of the stent was not optimal. The pt was transferred to another facility where the stent was explanted by another physician using rat tooth forceps four days later. After the stent was explanted, a second ultraflex esophageal stent was implanted the same day (see MFR report # 3005099803-2009-05466 for the details of this event). The pt's condition at the conclusion of the procedure was reported to be stable.